Event description:
During testing at the user facility, the device touchscreen was found to be out of calibration. The device was returned to the biomedical department for an unspecified reason. No specific patient info, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen would not calibrate. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.